Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained episodes and short ventricular intervals. Alerts for noise oversensing and high pacing impedance were also triggered. Impedance spikes were also observed. In-office testing indicated fluctuating impedance with and without pocket manipulation in addition to oversensing. The physician suspected either a fracture of the low voltage portion of the rv lead, an implantable cardioverter defibrillator (ICD) header issue, a damaged setscrew, or a connection issue. Detections were turned off to avoid any inappropriate therapy. The lead was subsequently capped and replaced and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.